Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process of improvement plan and training ar in place.

Event description:
The pt experienced abdominal pain. The pt was given an enema and a CT scan of the thoracic region (date and results not reported). The lead was also tested for stimulation placement via pt feedback. The device system was removed. The physician felt that the pain might be attributed to compression of the spinal cord. Additional info has been requested. A f/u report will be sent if additional info becomes available.